Manufacturer narrative:
The received device had the cannula assembly deployed and the pink slide moved forward. No evidence was found that would result in an improper insertion of the cannula; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found bent/kinked, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) level rose to 451 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). When removed from the infusion site, the pod's cannula was found bent. Ketones were checked but no results were provided. As treatment, a new pod was applied and used to treat the high bg levels. The patient's blood glucose history is as follows:   bg(mg/dl): over 300, 382, 451, 399, 335.